Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 731 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with unilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("wires were identified within the cornu arca of the uterus") in a 37 year-old female patient who had essure inserted (lot no. C40242) for female sterilisation. An additional suspect product was valium. The patient had a medical history of dysmenorrhea, breast reduction, kidney disorder, fetal demise, parity 4 and multi gravida. Previously administered products included: depo provera and mirena. The patient had a family history of cancer, blood pressure high and epilepsy. Concomitant products included tylenol (paracetamol) and toradol (ketorolac tromethamine). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 208 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient started valium at an unspecified dose and frequency. The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy.). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2016: bilateral fallopian tube occlusion devices which appear to be satisfactorily positioned, multiple filling defects within the uterine cavity most likely represent injected air bubbles. [Pathology test] on (B)(6) 2016: final pathologic diagnosis: uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingo- oophorectomy: cervix focal inflammation and reactive change including migroglandular hyperplasia. No dysplasia or malignant change identified. Endometrium benign endometrium with generally inactive appearance. Myometrium adenomyosis. Left fallopian tube no pathologic diagnosis. Right fallopian tube no pathologic diagnosis. Addendum: the uterine specimen was grossly reviewed after it was reported by the clinician's office that the patient had essure wires present. This was examined and wires were identified within the cornu arca of the uterus. These are consistent with essure wires./dh gross exam bilateral essure type wires identified. [Ultrasound scan] on (B)(6) 2016: 1. Real time ultrasound examination performed by the ultrasonographer of the pelvis through transabdominal and transvaginal approach. 2. The uterus demonstrate normal shape and configuration without evidence offocal lesions. Heterogeneous echotexture to the myometrium. Uterus measures 8.8 4.9 5.6 om with an eaidometrial lining of 6.2 mm. Nabothiin cyst noted in the cervix. 3. The right ovary measures 2.7 1,7 1.6 em without evidence offocal lesions. Normal follicles and flow roted. Difficult to obtain flow due to position, 4. The left ovary could not be geen. No adnexal masses. 5. No free fluid noted in the cul-de-sac. Partially visualized fallopian tube coils at the uterine fundus quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-nov-2023: medical record received. Surgical pathology report (lab data) added. Concomitant condition , medical history & reporter information updated, medical device removal event updated to embedded device. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 731 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with unilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("wires were identified within the cornu arca of the uterus") in a 37 year-old female patient who had essure inserted (lot no. C40242) for female sterilisation. The patient had a medical history of dysmenorrhea, breast reduction, kidney disorder, fetal demise, parity 4 and multi gravida. Previously administered products included: depo provera and mirena. The patient had a family history of cancer, blood pressure high and epilepsy. Concomitant products included valium (diazepam), tylenol (paracetamol) and toradol (ketorolac tromethamine). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 208 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy.). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2016: bilateral fallopian tube occlusion devices which appear to be satisfactorily positioned, multiple filling defects within the uterine cavity most likely represent injected air bubbles. [Pathology test] on (B)(6) 2016: final pathologic diagnosis: uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingo- oophorectomy: cervix focal inflammation and reactive change including migroglandular hyperplasia. No dysplasia or malignant change identified. Endometrium benign endometrium with generally inactive appearance. Myometrium adenomyosis. Left fallopian tube no pathologic diagnosis. Right fallopian tube no pathologic diagnosis. Addendum: the uterine specimen was grossly reviewed after it was reported by the clinician's office that the patient had essure wires present. This was examined and wires were identified within the cornu arca of the uterus. These are consistent with essure wires./dh gross exam bilateral essure type wires identified. [Ultrasound scan] on (B)(6) 2016: 1. Real time ultrasound examination performed by the ultrasonographer of the pelvis through transabdominal and transvaginal approach. 2. The uterus demonstrate normal shape and configuration without evidence of focal lesions. Heterogeneous echotexture to the myometrium. Uterus measures 8.8 4.9 5.6 om with an eaidometrial lining of 6.2 mm. Nabothiin cyst noted in the cervix. 3. The right ovary measures 2.7 1,7 1.6 em without evidence of focal lesions. Normal follicles and flow noted. Difficult to obtain flow due to position, 4. The left ovary could not be seen. No adnexal masses. 5. No free fluid noted in the cul-de-sac. Partially visualized fallopian tube coils at the uterine fundus lot number: c40242 manufacture date 2014-04-02 expiration date: 2017-04-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 09-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.